Event description:
As reported by the user facility: three patients experienced "taxol reactions". Patients have been receiving taxol therapy (not a first dose reaction). Customer uses bedford & dabur paclitaxel. Additional information provided by the facility indicated in june, the staff was in-service by b. Braun to introduce the b. Braun vista pump. The facility switched to the b. Braun tubing set shortly after introducting the pump. Several taxotere reactions occurred within seconds, all using the b.braun filter tubing set. No one suffered any adverse sequela associated with the incidents reported.

Manufacturer narrative:
Although the actual devices in the incident have not yet been evaluated, the house retain samples were physically tested per specification, including a flow rate test. All samples passed physical testing and were found acceptable. There have been no other reports against the reported part or lot number. No specific conclusions can be drawn. This investigation is ongoing at this time. A follow-up report will be sent if any additional information becomes available.